Event description:
It was reported that a user¿s dexcom g7 cgm connection was not providing readings to the ilet system, with sensor reconnecting alarms observed and no sensor failure, leading the user to rely on fingerstick measurements up to 600 mg/dl and to manually enter values into the pump at intervals; the user also reported performing a fill-tubing while connected and using insulin from outside the pump, for which safety education was provided. Symptoms included hyperglycemia. Outcomes included continued therapy in bg run mode with continued monitoring and no hospitalization. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed cgm signal loss and pairing failure with the responsible device not identified, and user technique issues were addressed. It was concluded that the event involved hyperglycemia with cause unclear related to intermittent cgm connectivity and user practices; counseling was provided regarding safe pump operation and manual dosing. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.